Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the 10th day of wear and therefore, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure and loss of consciousness. The customer was unable to self-treat and received unspecified medical treatment by a third party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: it was determined the customer had initially reported the same adverse event as reported in this submission to adc via a webform on 5-may-2022. As such, abbott diabetes care (adc) considers 5-may-2022 to be the manufacturer's awareness date. There was no additional information regarding the adverse event provided.

Event description:
A customer reported that the adc device detached prematurely on the 10th day of wear and therefore, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure and loss of consciousness. The customer was unable to self-treat and received unspecified medical treatment by a third party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Adhesive was not returned. No malfunction or product deficiency was identified. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the 10th day of wear and therefore, the customer was unable to obtain glucose readings. The customer became hypoglycemic and experienced a seizure and loss of consciousness. The customer was unable to self-treat and received unspecified medical treatment by a third party. No further information was reported. There was no report of death or permanent injury associated with this event.